Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there was difficulty advancing the delivery catheter system (dcs), through the inline sheath, at the left common iliac artery. The dcs was removed. An 18 french medtronic sheath was used and the dcs was able to be advanced for successful implant. The sheath was removed and vessel damage was noted. Subsequently, a graft was implanted successfully. No additional adverse patient effects were reported.